Event description:
It was reported that the device was working when not activated. No further info was provided surrounding this event.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was not duplicated. Repairs were done on the device and the device was returned to the customer.